Event description:
In this event it was reported that a profile vortex created a ledge during a root canal. The pt outcome is unk as of this MDR eval.

Manufacturer narrative:
The vortex instruments are non-end cutting rotary files. Therefore, it appears the ledging was related to the hand files and not the vortex file. Ledging represents an operator error and is not related to a malfunction of the device. At times to overcome this procedural error no add'l tooth structure needs to be removed. However, at times the access into the canal must be enlarged somewhat to generate sufficient space for the small hand file to negotiate beyond the impediment. Ledging presents a risk for infection. Therefore, because the potential for medical intervention exists, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review. Multiple unsuccessful attempts were made to obtain the pt outcome.